Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2017 with the following findings: during investigation, all keypad buttons were responsive to user input. The keypad was removed to find no defects to the button contacts. The pump was opened to find no defects to the keypad connector or keypad input circuit. The unresponsive keypad button complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.